Event description:
It was reported that the pico dressing had adhered to the skin graft after 5 days of usage and there was damage to the skin graft.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot or part numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products. There have been further complaints reported with this issue in the past three years. The device was used for treatment. It was reported that the dressing adhered to the skin graft five days into treatment. No images were provided of the reported issue. No samples were returned for evaluation. No clinical/medical documentation was provided for this investigation. Without supporting clinical/ medical documents, a thorough clinical assessment cannot be performed. Should additional information become available this complaint can be re-assessed. A risk management review was carried out. The risk files for this product outlines that poor removal technique or the skin graft failing to adhere to the wound can lead to skin failure and a new skin graft being required. The IFU for this product outlines steps for safe and proper removal of the pico dressing. We have not been able to confirm a relationship between the event and the device or determine a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.